Event description:
The customer reported that the c-arm won't go up and down. They tried to reboot and would not reboot past 5 arrows.

Manufacturer narrative:
The ge svc rep replaced the cmos battery and reloaded cmos. The system checked good and was returned to svc.